Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per case details, the broken proximal plate was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection confirmed a piece is broken off the journey dcf ap fem cut blk 5 and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after cutting the femur, and while using the slap hammer to remove the block, the proximal plate broke off inside the patient. No pieces were left in the patient. Procedure continued with a backup device from smith and nephew and with a delay of less than 30 minutes. The patient was not harmed beyond the described event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.